Event description:
Baxter (B)(4) received a report that one (1) sv200 intermate device reportedly underinfused during patient use. The device was filled with colistimethate 2mu in 80ml 0.9% sodium chloride. The approximate infusion time as per the label was 24 minutes. The patient commenced the infusion on the (B)(6) 2011 at 16:15, the patient disconnected the product at 18:15 (2 hours of infusing). The patient feels that approximately half of the drug infused during this time. It was reported that the product did flow when disconnected from the patient. A patient was involved but no patient injury or medical intervention is reported. One sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4). Upon sample receipt, the unit was visually examined for any sign of physical abnormality such as blockage in the tubing that could cause the reported defect; however, no such sign was found on the unit. Functional tests were performed, and no defects were found, the flow rate was found to specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted which found no nonconformances.